Manufacturer narrative:
(B)(4). The carefusion failure analysis technician will evaluate the alleged failed part if it is returned to the manufacturer. The initial MDR failed submission on (B)(6) 2015 therefore this report is being filed in its place.

Event description:
The customer reported that the touch screen was not working. Observed liquid patch. No patient involvement.